Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported leaky nebulizer when it is powered off on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10 "results of investigation: vyaire filed service representative went onsite to evaluate the device. Audible leak from within unit when oxygen connected and unit powered off. Technician replaced blender. Leak was resolved. Operational verification procedure performed. Blended gas calibration required. Operational verification procedure passed all parameters within manufacturer specification. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.